Event description:
A pt reported experiencing inaccurate low results with a otb original meter. The pt's blood glucose results were 198mg/dl (meter), 313mg/dl (lab). Tests were done within 11-20 mins with a difference of 29%. Pt did not experience any adverse events. No further info has been reported. Note-customer cleaning meter incorrectly.